Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a severe hypoglycemic event with a low blood glucose level of 27 mg/dl after dinner. The user became confused, shaky, and sweating, prompting an ems call. The user was transported to the hospital. At the hospital, the user was treated with glucose IV and manual insulin injections. The user was released on (B)(6) 2025 and has not reconnected the ilet.